Event description:
It was reported that the final bag was leaking at the connection where the clamp was. The patient was connected at the time of the event. This event occurred during dwell two of five of peritoneal dialysis therapy. The technical service representative advised the patient to end therapy and start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.